Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. Review of remote transmission data indicated slowly rising impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).